Event description:
(B)(4). Same case as 2134265-2011-02663. Same patient as 2134265-2010-02744 and 2134265-2009-03195. It was reported that after a coronary artery stenting treatment procedure the patient expired. The lesion being treated was a 2.25mm, 90% stenosed, 84mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilatation and implanting a 2.75x32mm taxus express2 stent at 8 atms with post dilatation. Post-ivus was performed showing the stent was expanded well. Also, two non bsc stents were implanted in the mid lad and distal lad. There were no gaps between these stents. The patient was discharged 6 days post procedure. On 567 days post index procedure, restenosis was discovered in the mid lad. The patient had stable angina symptom at the event, and a stress test was positive. The lesion was 100% stenosed with timi 0 flow. The physician treated the lesion using an unspecified taxus stent and balloon catheter. Post procedure there was 0% stenosis and timi 3 flow. The patient was hospitalized 2 days. There was no angina reported at the two year visit. On 775 days post index procedure the patient expired. An unknown person found the fallen patient, and called an ambulance. When ambulance crew arrived, the patient was in cardiac or respiratory arrest. There is no more information available.

Event description:
It was further reported that the target lesion was de novo. Residual stenosis became 0% and timi-3 flow kept through the index procedure. The patient was discharged on bayaspirin, anplag, and plavix. It is unknown whether an autopsy was performed or not.

Manufacturer narrative:
Describe event, other relevant history updated.(B)(4).

Manufacturer narrative:
Device is a combination product. As the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).